Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Additional followup from the sales representative, I first asked about the condition of the patient and he indicated there were no adverse consequences and that they were doing fine. The knife direction is not known, but the device is available for return. According to the surgeon and pa, several attempts were made to use the knife reverse switch without success. The device does not appear to be opened, however the surgeon indicated he was able to pry the jaws slightly apart using a separate instrument (possibly a grasper), which enabled him to remove it. He did not mention the tissue being fired upon (fissure of the left lung) as being abnormal. The surgeon believes the event occurred on either the 5th or 6th firing using a green reload. No buttressing material was used, and no difference was reported in closing or firing the device. A second gun was used to staple just to the specimen side of the first stapler, creating a larger margin that allowed for removal. It was then used to complete the remainder of the case. The case began as a wedge resection, and became a lobectomy due to the pathology of the specimen.

Event description:
It was reported that the device was used during a wedge resection. The device was fired and between the 4th and 6th device and completed the fourth firing stroke the device would not open. The device was stuck on the tissue. The manual release button would not release. Attempted to open several times without the device opening. They stapled around the device with the a second device and removed the device. Additional tissue had to be removed to perform multiple wedge resections, therefore it was no adverse consequence to the patient. One device is being returned.

Event description:
Packaging or labeling error. During the revision surgery, when the surgeon opened the product, the scorpio ts mod. Tib. Tray did not have 4 pe plugs (for screw of half blocks and full block). However, the surgeon used the product with the patient. The patent did not receive any health damage.

Manufacturer narrative:
(B) (4). (B) (4). The analysis found that one ec60a device was returned with visual damages and with a fully fired green cartridge reload on the device. It was noted the device received had "pry marks" on the handle shroud and the release button was broken off of the device, which appears to be non-surgery related. The device was functionally tested; returning the knife by simulating the use of the release button to open, by pushing on the remaining stump of the release button. The device functioned with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It was concluded that the knife blade was not fully returned therefore the device would not open. A batch record review was performed and no anomalies were found during the manufacturing process.